Event description:
It was reported that during a da vinci-assisted ventral hernia transabdominal preperitoneal (tapp) surgical procedure, the 8mm fenestrated bipolar forceps (fbf) instrument failed to cauterize. The customer replaced the energy cables, but the issue was not resolved. The customer replaced the fbf instrument to continue with the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps (fbf) instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken conductor wire at proximal end near the roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed.